Event description:
The manufacturer was contacted in reference to a thermal malfunction. The manufacturer received information alleging burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a thermal malfunction. A device was returned to a third-party service center in reference to the thermal malfunction. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found no evidence of thermal malfunction or any reportable malfunction. The device was not repaired and scrapped as per the customer request. Additionally, the following sections were updated/corrected: event date, patient sex, age, report source, and coding.